Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported that she was hospitalized for non-diabetes related issue. Customer stated that while in the hospital she developed high blood glucose of 499 mg/dl and was treated in the hospital. Customer stated that her insulin pump up arrow button is sticking. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.